Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that on (B)(6) 2024 when using the zipfix system tension clamp, it wouldn¿t work. The surgeon was required to place the system manually using force. The procedure was completed successfully with a surgical delay of approximately 15 minutes. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that there is not enough evidence to confirm the reported device issue. Functionality of the device cannot be assessed through photo evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the application instrument for snal zipfix would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.501.080, lot # 9535814, manufacturing site : werk hägendorf, supplier: na, release to warehouse date: 01 jul 2015, expiration date: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that application instrument for snal zipfix was observed with signs of normal wear. No other issues were identified. A dimensional inspection for the application instrument for snal zipfix was not performed as it is not applicable to reported condition. A functional test was performed to device and the trigger sticks when engaged; cutting arm is loose, causing slide mechanism to stick. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the application instrument for snal zipfix would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.